Event description:
It was reported that a user experienced a low glucose event while their fsl 3+ sensor had disconnected, with a confirmatory fingerstick reading of 71 mg/dl and a low glucose alert received; the user ingested oral glucose and an agent attempted to assist with reconnecting the sensor before the call ended. Symptoms included hypoglycemia with feeling unwell. Outcomes included the need for prompt intervention with oral glucose and temporary interruption of continuous glucose data due to sensor disconnection. Investigation included customer service troubleshooting and user education conducted remotely. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause and that sensor disconnection contributed to loss of glucose data continuity. It was concluded that the event involved symptomatic hypoglycemia with successful self-treatment and unresolved sensor reconnection at the time of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.